Event description:
It was reported that the device exhibited noise on the ventricular channel. The device was explanted and replaced. The patient was in good condition following the procedure and no further episodes of noise have been seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.